Event description:
It was reported, during coil was inserted in aneurysm, the coil was retrieved to microcatheter but the implant was detached and remained in the aneurysm and pusher wire was retrieved. The implant detached without using the v-grip. There was no patient injury and the patient is stable.

Manufacturer narrative:
The investigation of the returned coil system found the pusher heater coil damaged, and the implant not attached to the pusher. The implant was not returned for evaluation as it remained in the aneurysm as described in the reported event. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the heater coil damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported, during coil was inserted in aneurysm, the coil was retrieved to microcatheter but the implant was detached and remained in the aneurysm and pusher wire was retrieved. The implant detached without using the v-grip. There was no patient injury and the patient is stable.